Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack. It is unknown at what process step this occurred. The location of the crack is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and a crack on the rim was noted. All box dimensions on the returned samples were measured and passed. Functional testing was performed and failed due to a leak. The reported problem of leak due to the minicap crack, was confirmed based on the sample evaluation. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.